Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
A hematoma was reported. It has been reported that a versacross connect access solution kit was selected for use for a watchman procedure. During the procedure, the physician went transseptal using the versacross connect system. Once in left atrium (la), the tee doctor discovered a hematoma around the aorta that was then compared to baseline. It was determined that the hematoma was new to this procedure and the watchman component was released. Using color flow, it was seen that the transseptal location was on the fossa, but it is believed that the versacross rf wire may have made contact with tissue once across the septum. The hematoma measured the same upon finding compared to the images taken at the end of the procedure. Protamine was administered at the conclusion of the watchman placement and the patient will be monitored overnight with a held dose of eliquis. Patient was successfully discharged later that week. Product is not expected to return for analysis (disposed). In the physician's opinion, versacross rf wire delivered rf energy to the atrial wall during transseptal access.